Event description:
Pt was a 76-year-old female who collapsed at a dance hall. The pt's past medical history is unknown and it is unknown how long she was down before arrest was recognized and CPR was started. A first responder service was dispatched to the scene and found CPR being performed upon their arrival. They applied their AED. Their AED possibly failed to recognize and shock v-fib a total of 5 times. This problem was discovered while doing a tape audit and cardiac arrest review on 8/8/95. (*)